Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 27-jun-2023. The product investigation was completed on 04-jul-2023. It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was recognized correctly; however, hi force appeared due to an internal printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. A force issue was identified and confirmed during the analysis in the lab. It should be noted that product failure is multifactorial. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was the procedure. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿pc board issue causing high force readings¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - right (r-idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that a perforation and pericardial effusion occurred during the procedure. They reported that the patient coughed during catheter manipulation. About 15 to 20 minutes following the cough, the patient's blood pressure dropped. A large pericardial effusion was confirmed with intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and that about 1200 ccs of fluid were removed. The patient was reported to be in stable condition. The physician believed that the pericardial effusion was due to the patient coughing and that the physician believed the ablation catheter caused the pericardial effusion. The ablation catheter was the only catheter inside the body that was moving in the right ventricle when the patient coughed. The procedure was aborted. Additional information was received. Adverse event was discovered during the procedure. Physician¿s opinion is caused by the procedure. Pericardiocentesis was performed to normalize patient blood pressure. Patient has improved and was discharged after few days. Patient required extended hospitalization because of the adverse event as the patient had to stay couple days later instead of the next day for this kind of procedure. Patient was under local anesthesia. No transseptal was performed. The cancelation of the procedure was due to the adverse event. Prior to noting the cardiac tamponade, ablation was performed. No evidence of steam pop. The event occurred during the ablation portion of the procedure. The normal default setting for the smarttouch surround flow was used. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error message was seen during the procedure. Graph, dashboard, vector and visitag were all used during the procedure. Parameters for stability for the visitag module was 3mm range 3sec stability time and 25% of the time in force range. Rage size was 3mm. Additional filter used with the visitag was respiratory gated. Force time intervel (fti) was used.